Event description:
The customer reported that during a cerebral angiogram, the monitors went blank, and the system had to be restarted. During this restart, the patient had a stroke. The fse has stated that the radiologist indicated that the system allegedly did not contribute to the patient's condition.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.